Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a micro lumbar fusion procedure and a suturing device was used. During the procedure, the needle feel out of the cartridge. The needle was retrieved with no patient consequences. No additional information was provided.